Manufacturer narrative:
(B)(4). The rt235 infant bias flow dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned rt235 infant bias flow dual-heated evaqua breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: the returned infant breathing circuit failed the pressure test. The pressure test result was outside the required specification. Upon submersion in a water bath, the infant breathing circuit was found to be leaking from the swivel, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100923. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. Our monitoring and trending of complaints involving swivel leaks in infant breathing circuits has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an rt235 infant bias flow dual-heated evaqua breathing circuit failed the servo-I ventilator leak test. This was noticed before use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) customer care specialist that an rt235 infant bias flow dual-heated evaqua breathing circuit failed the servo-I ventilator leak test. This was noticed before use on a patient. No patient consequence was reported.